Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed in the flashcurves that the initial positive and negative retest results were valid; the sample appeared to be low-target. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 273163 on panther instrument sn (B)(4) which had a discrepant sample. Customer tested a sample that was previously a low-positive but resulted negative on this run. No results were reported as the run in question was a lot-to-lot reagent verification.